Manufacturer narrative:
The reported event of r wave under sensing was confirmed. False bradycardia and pause episodes were triggered due to extremely small r wave amplitude. No device malfunction was found.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor had an alert of repeated pause episodes due to under-sensing. No intervention was performed. The patient was stable.

Event description:
New information received noted that the implantable cardiac monitor was explanted. The patient was stable.

Manufacturer narrative:
Customer complaint of sensing anomaly was not confirmed. The device was received in normal working conditions with battery voltage above eri. Electrical analysis performed, including environmental and sensitivity testing indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.